Manufacturer narrative:
(B)(4). At this time, a carefusion field service representative has been dispatched to evaluate the suspect device.

Event description:
The customer reported while using the vela ventilator; the unit's screen is frozen. The customer reported someone may have pushed the lock screen button too hard and now the touch screen isn't responding. The issue occurred during patient use, the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The field service representative reported the defective part is not available for evaluation. Due to the part not being returned, no further evaluation can be completed at this time.